Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received history check failed alarm, flash error alarm, unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had crack on the battery compartment and screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No external ram crc, displayable history crc, flash crc or unexpected restart alarms were noted. The pump was received with a cracked lcd window and cracked battery tube threads.